Event description:
The pt died suddenly. He was found in a ditch that he had been digging. Paramedics were called but attempts to resuscitate him were unsuccessful. The physician believes the pt may have been in fibrillation. No autopsy has been performed to substantiate this. Post mortem interrogation showed none of the anomalies assoicated with the failure mode for which this model had been recalled under z-232-7. This event is being reported because co is unable at this time to determine if any causal relationship with the device exists. The family is currently in possession of the device.